Event description:
It was reported that the connection between components of two (2) flow regulator sets were loose and the infusion tube was damaged. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Two actual devices were received for evaluation. A visual inspection was performed, and the devices with flattened tube and a jiggered cut in tube were observed. Push-pull test was performed on all the junctions, and no disconnections were noted. The reported condition was verified. The cause was due to human production related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.